Event description:
Customer complaints blood leak during second use. Blood flow rate 110ml/min, tmp 107mhg. The blood loss was relatively minor. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed. Gambro does not regard its admission of this report as an admission of liability.